Manufacturer narrative:
Date rec¿d by MFR : 28feb2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The device's touchscreen remained unresponsive after the fse attempted calibration. The fse replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 10jun2019. Date received by manufacturer: 07jun2019. A touchscreen was return for analysis. A visual inspection of the touchscreen revealed no evidence of contamination or damage. During testing of the device, it was determined that the touchscreen's resistance (ul_lr and ur_ll) was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the touchscreen on the unit was unresponsive. There was no patient involvement. The event date was not specified; estimate used.